Event description:
It was reported that the external pulse generator (epg) was being used to pace a patient after heart surgery. The hospital stated that the rate was set to 90 beats per minute (bpm), but was actually pacing at less than 45 bpm. The company representative told the hospital to turn the sensitively to minimum numerical number and to press the emergency key, but it was still not pacing at 90 bpm. This put the mode in voo and the output to 25 milliamps (ma). The epg was still not pacing at 90 bpm and there were no wires in the atrium. The epg was replaced with another device and the same issue occurred. The heart wires were connected directly to the tissue since it was an open heart procedure. Technical support (ts) suggested that the caller verify that the lead was connected to the ventricular channel and not the atrial channel. It was determined that the cardiac pacing wire had become dislodged and was causing the non capture the status of the device is unknown. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).